Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00415. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that around 3 days after intervention (patient was already discharged) a bigger swelling and bleeding occurred. Intraoperatively they found out that anchor and collagen were placed extravascular. Surgical reintervention was done and they removed anchor, collagen and closed the puncture. It was reported that the patient had minor harm. Right femoral artery puncture. Additional information was received on 12/09/2017: it was reported that the bleeding occurred outside procedure room. No prolongation of hospitalization reported. Surgical intervention: manual removal of closure system and manual suture of puncture. Ultra sound performed to diagnose the bleed. There was no blood transfusion. It was reported that the patient following the event was stable. Common femoral artery was soft and showed no calcification.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.